Event description:
The report from the cypher database indicated that: a patient underwent a coronary stenting procedure as part of inclusion in the study. Two years later, the patient was re-hospitalized for exacerbation of pre-existing inflamed toes. The admission was for diagnostic reasons only. Conservative treatment with caltostat and floxagen 1g four times a day was given. Lab results showed increase of crp (highest value 246 mg/l, normal value is less than 10mg/l) and bse (highest value 118 mm/h, normal value 2-12 mm/h). Both parameters were still increased at discharge, but decreased as compared to initial value at admission. Per report, the event was resolved, but residual effects persist.